Manufacturer narrative:
A field service engineer (fse) was dispatched and evaluated the device. The fse found the cta active wash station assembly had failed. This caused the fluid to overflow and damaged both the cable and the hydro interface board. The fse replaced the cta active wash station assembly, the cable and the hydro interface board to resolve the issue. (B)(4).

Event description:
The customer reported to beckman coulter hotline support that there was a burning smell, and fluid leak coming from the cta (closed-tube aliquot) on the unicel dxc 600i synchron system. There was no report of injury; no visible smoke, flames or sparks. The fire department was not called. The leak was contained inside the system. The customer has exposure control/risk management plan in place. There was no erroneous results generated.